Event description:
Additional information was received from the patient. They reported that the nerve pain they were having has been mostly relieved by the stimulator. But the problems and pain from the bar in their neck that is pushing through their skin is very painful. They had this problem since implant but thought this would diminish as time went by but instead it is worse and the headaches are so bad it is unbelievable. When their neck hurts they have a problem because it feels like the metal bar is stuck on something. Sometimes they are unable to even turn their head. It then causes their muscles on their right side to tighten and hurt. Patient stated it is extremely hard to live with and sometimes feels worse than the pain it was supposed to get rid of. They have moved and was referred to a healthcare provider (hcp). They are waiting for an appointment and will call to see if they can get in because it is painful.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating the outcome of the metal sticking out of their neck at the base of the skull has been resolved by they getting a nerve shot to help them.

Event description:
Additional information was received from the patient (pt). Pt called back and repeated that the therapy hasn't been helping so they haven't used stimulation in 3-4 months, and they went to a doctor to get shots instead and they want the ins taken out. They repeated that the stimulation causes them headaches, and say since their last call to patient services they tried to find a doctor to take the ins out but couldn't. Emailed healthcare provider listings to pt.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The reason for call was pt reported they had a lot pain and issues since their implant date; they thought these things would go away over time, but have only gotten worse. Pt stated their doctor 'left a section sticking out of [their] neck' at the base of their skull, causing a lot of pain; pt said something felt "stuck" and prevents them from turning their head, and thinks that has been the cause of a lot of headaches. Pt also said a 'metal thing' was sticking out of their spine, under their skin, which seemed to move and causes pain. Pt also mentioned they had prickly feeling down their arms. Agent asked if the ins had been implanted to go up into pt's neck; pt said they didn't know. The patient was redirected to their healthcare provider to further address the issue. Agent sent pt an email with physician listing.